Manufacturer narrative:
Concomitant medical products: product ID 97740, serial# (B)(4), product type: programmer, patient; product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2010, product type: lead. (B)(4).

Event description:
The consumer reported seeing a replace patient programmer batteries screen at the time of the report. It was noted the patient did not have new batteries to try. The patient noted the previous implantable neurostimulator (ins) became inefficient and was discharging a lot in 2014, so it was removed and replaced with a non-rechargeable ins on (B)(6) 2015. The patient also mentioned she was hospitalized for three weeks in (B)(6) 2015 for something unrelated to the implant. Relevant medical history included radicular pain syndrome and non-malignant pain.